Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited false pause episodes. It was thought that the false episodes could be due to the device losing contact with the pocket. No patient consequences were reported. No further information is available.